Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-sep-2024, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they got their pump implanted in november of last year. The patient stated that they were calling because they had been having issues with their communicator for a few weeks now. Then stated since their last refill which they thought was on (B)(6) 2024. The patient stated that they refilled the pump, fixed all the stuff, and their communicator had trouble connecting to the pump at the doctor¿s office. The patient mentioned they had to prop the communicator up on something or move the cord around to get it to charge, and they had tried other cords without resolution of the issue. They also mentioned that they used to have to charge the communicator once every 2 weeks, but now they were having to charge it every 2 days. The patient later stated that if they didn¿t charge both their handset and communicator in between their 3 hour lockout, they wouldn't be able to use the equipment. They had also seen messages on the handset that showed ¿battery too low¿ to connect. The patient also stated that their myptm app would not update when the doctor made any changes for 2 days afterwards. The patient stated, ¿he upped my morphine and put it every 3 hours instead of every 2, but it didn't show that on my device for like 3 days and then I couldn't do any boluses.¿ the patient then stated they had issues charging their handset and they had to charge the handset for ¿like 10 hours,¿ and ¿it only gets to 90%-something charged¿ and does not get to 100%. The patient stated it would take ¿a couple hours or so¿ for the handset to deplete from 90% to 20%. The patient confirmed the charging cords were not loose/wiggly in the handset charging port and they had tried multiple cords. During the call, the patient stated that they have neck problems so their arm starts hurting after 5 minutes of trying to connect. When the agent inquired about the event date, the patient stated, ¿the whole time I've had the morphine pump.¿ during the call, the agent had the patient attempt to connect to the pump and the patient reported seeing no device found, which they see ¿a lot,¿ but this was before the agent was able to instruct the patient to power on the communicator and hold it over the pump. The patient was then able to connect but had a telemetry delay at 90% before it connected through. The patient mentioned they bolused about 20 minutes before calling. The patient also stated that they had lost ¿40-something pounds¿ since pump implant. The patient also mentioned needing lumbar spine mris due to their spinal issues. A replacement communicator and handset were requested from the repair department. No patient injury reported.

Manufacturer narrative:
Section h7 included as forgotten to include per last submission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis found no anomalies were visually observed. Also found passed battery charging bench and passed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.